Event description:
It was reported that the left ventricular lead had high threshold. It was noted that the lead performed well initially, but there may have been a loss of venous location which led to loss of cardiac resynchronization therapy. The lead was capped and replaced. No patient complications have been reported as a result of this event.